Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
The sales rep reported that during a rotator cuff repair that two of the customer&apos;s vapr s90 electrodes were sparking in the patient&apos;s joint space. The sales rep reported that no debris or tissue was burnt in the joint space. The sales rep reported that the generator was on default settings, the customer uses the neptune for suction, and that the devices were brand new and not reprocessed. The sales rep reported that the 1st device was sparking after approx. 1-2 minutes of use and the 2nd one started sparking immediately. The surgeon completed the procedure with another 3rd like device with no patient consequences. There was a 5 minute delay in the procedure. Associated medwatch for second electrode 1221934-2015-00996.

Manufacturer narrative:
Two complaint devices were received and evaluated. Visual observation of both electrodes reveal the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device¿s surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 5 - 9 o'clock positions of the tip for the first device and at 6 o¿clock position for the second electrode. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one other dissimilar complaint for this lot of devices that was released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that two of the customer "vapr s90 electrodes were sparking in the patient" joint space. The sales rep reported that no debris or tissue was burnt in the joint space. The sales rep reported that the generator was on default settings, the customer uses the neptune for suction, and that the devices were brand new and not reprocessed. The sales rep reported that the 1st device was sparking after approx. 1-2 minutes of use and the 2nd one started sparking immediately. The surgeon completed the procedure with another 3rd like device with no patient consequences. There was a 5 minute delay in the procedure. Associated medwatch for second electrode 1221934-2015-00996.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
The sales rep reported that during a rotator cuff repair that two of the customer's vapr s90 electrodes were sparking in the patient's joint space. The sales rep reported that no debris or tissue was burnt in the joint space. The sales rep reported that the generator was on default settings, the customer uses the neptune for suction, and that the devices were brand new and not reprocessed. The sales rep reported that the 1st device was sparking after approx. 1-2 minutes of use and the 2nd one started sparking immediately. The surgeon completed the procedure with another 3rd like device with no patient consequences. There was a 5 minute delay in the procedure. Associated medwatch for second electrode 1221934-2015-00996.